Event description:
It was reported that the customer was hospitalized for dka. The spouse did not have the pump with them at the time of the call because the customer was at the hosp. In addition, the customer was unable to confirm details leading to the event. The next day, the customer called back and stated that an error alarm recurs when inserting a new battery. Troubleshooting was done and was advised that a replacement will be sent.